Event description:
It was reported that the customer has been having high blood glucose levels (356 mg/dl). Customer is using humalog and typically changes his cartridge every 3-4 days. He took a corrective bolus to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.